Event description:
Pt admitted to hosp with episodes of syncope and dizziness. Pacemaker in place for several years. During most recent examination, pt noted to have malfunctioning pacemaker with poor sensing and over sensing as well as occasional poor pacing. Original pacemaker removed from left subclavian vein, and new pacemaker implanted successfully. Pt had no complications from procedure.